Event description:
Customer reported that the insulin pump returned a no delivery alarm after a reservoir change. Customer reported that the insulin pump made clicking and grinding sounds when trying to deliver insulin. Customer reported having blood glucose levels between 100 to 150 mg/dl during the time of the alarms. During troubleshooting, customer was able to get insulin to exit without a no delivery alarm. Blood glucose level was 109 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.